Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. It was further reported that the right atrial (ra) lead exhibited loss of capture, undersensing, oversensing, low impedance, high thresholds and a failed atrial lead position check. The ra lead was removed and replaced. No further patient complications have been reported as a result of this event.